Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and met all production specifications. Quality personnel then investigated the attachment. The attachment exhibited a maximum temperature of 33.4c during free run testing. This temperature did not exceed pds·8019.

Event description:
In this event a dentsply rep reported that a demo midwest e handpiece overheated while testing. There was no injury or intervention.